Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 10mm x 2.0mm wolverine coronary cutting balloon was placed in the location of the lesion and when inflation was performed several times at nominal pressure, the balloon ruptured. The procedure was successfully completed with a different device without issue or patient injury.